Event description:
The customer reported discrepant elevated mcv results without instrument generated flags was obtained on two runs for one patient on the unicel dxh 800 coulter cellular analysis system as compared to results from an act diff 2 instrument which was considered correct. The result was not reported out of the laboratory; hence patient treatment was not impacted by this event. A review of the data showed that hct was also high and mchc and rdw were low without instrument generated flags as compared to the act diff 2 results. The customer had a sample on a patient with a high glucose of 98.2 mmol/l. When the customer ran the cbc diff they obtained a mcv of 124.4 fl and mchc of only 257 g/l along with an "h&h check failed" message. The customer repeated the sample on the same unit and obtained similar results. When the customer repeated the sample on their act diff 2, the customer obtained a result, which better matched the peripheral smear analysis.

Manufacturer narrative:
Sample information was not provided. Controls analyzed before and after the incident recovered within expected ranges. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Previously run patient samples were not rerun to confirm accurate back to the last acceptable control run. Service was not requested for this event. The cause of the discrepant results is unknown based on the information currently available. Service not dispatched.